Event description:
The surgeon implanted a cc4204bf collamer plate lens but it broke while being inserted. The lens was removed in piece with no patient injury. The nurse stated it is unknown as to why the lens broke. An msi-pf injector and an sfc-25 fp cartridge were used but the facility was unable to provide the lot numbers.